Manufacturer narrative:
Corrected data: manufacturer narrative: the customer reported that the cns (central nurse's station) monitor is no longer displaying an image on the screen, however, he can hear the beeps when touching the screen and the monitor is still alarming. The rns (wireless bedside) units are displaying the information from the cns (central nurse's station). All connections are good. The cpu (central processing unit) appears to be in good working condition. The bme replaced the monitor with a working non-touch screen monitor while waiting for the exchange. The device was never sent in for evaluation as the customer was sent to customer service to order a new part for the unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. : device not returned.

Manufacturer narrative:
The customer reported that the cns (central nurse's station) monitor is no longer displaying an image on the screen, however, he can hear the beeps when touching the screen and the monitor is still alarming. The rns (wireless bedside) units are displaying the information from the cns (central nurse's station). All connections are good. The cpu (central processing unit) appears to be in good working condition. The bme replaced the monitor with a working non-touch screen monitor while waiting for the exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central nurse's station) monitor is no longer displaying an image on the screen, able to touch the screen and hears the beeps when he touches, hears the alarms, and the rns's are displaying the information from the cns. All connections are good for the screen but still no image. The biomedical engineer replaced it with a non-touch screen monitor for the time being so it's accessible.